Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-10 h.6. Investigation summary bd received the sedi 20 instrument from the customer for investigation. The instrument was evaluated by functional testing and the indicated failure mode for screen malfunction was observed. The service report identified that the screen was indeed malfunctioning and was replaced. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd sedi-20 had an issue with the hardware/software malfunctioning for the esr instrument during use. The following information was provided by the initial reporter: the customer noticed the ¿screen didn't not work¿

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) lakes FDA registration number has been used for the manufacture report number.medical device expiration date: unknown.device manufacture date: unknown.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd sedi-20 had an issue with the hardware/software malfunctioning for the esr instrument during use. The following information was provided by the initial reporter: the customer noticed the ¿screen didn't not work.¿